Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported the patient experienced atrial flutter. On (B)(6) 2020, the day after an ablation procedure with an intellanav mifi open-irrigated catheter, an intellamap orion mapping catheter, a non-boston scientific sheath, a non-boston scientific guiding introducer, two other non-boston scientific catheters and a non-boston scientific diagnostic catheter, electrocardiogram (ECG) showed the patient was in atrial flutter. The suspected cause was the ablation procedure. The patient was given intravenous (IV) metoprolol 2.5mg and they increased his oral metoprolol to 50mg daily. The event resolved on (B)(6) 2020.